Event description:
Rountine complaint investigation when a consumer reported revceiving imprecise sequential readings over a five miinute time frame on her precision qid blood glucose monitor. The values, when plotted on a parkes error grid fall in the "c" zone showing the differnece in values to be clinically significatnt. There was no report of death, serious injury or mistreatment associated with this event.